Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer was taken to the ER with lbgs. It was stated that the customer had treated with juice and glucose gel. The customer stated that they changed out the set last night and received an alarm. The alarm history revealed two different types of alarms. It was verified that the customer was disconnected from the pump during the manual prime. At that time, the customer was advised to monitor the pump and bgs closely. No further details.